Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation and destination therapy in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that patient heard intermittent beeping associated with power switching. The battery had one critically battery alarm. The battery was serviced and remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Correction: b3, b5, h10. Product event summary: two batteries were not returned for evaluation. Log file analysis revealed that the controller, (B)(6), contained a software with a feature that records whether a power source experienced a communication error or a disconnection within each 15-minute interval. Analysis of the data log files revealed several premature power switching events due to momentary disconnections and communication errors involving (B)(6). Momentary disconnections will result in an audible tone or "beep." Data log files also revealed multiple instances involving (B)(6) where the batteries¿ relative state of charge (rsoc) was between 101-201, which are indicative of communication errors. Analysis of the alarm log files revealed two critical battery alarms due to communication errors involving (B)(6) within the analyzed period. As a result, the reported events were confirmed. A power source lubrication procedure was performed on battery (B)(6) in accordance with the requirements on 22-jun-2018 to mitigate the reported conditions. There is no evidence that the lubrication servicing was performed on battery (B)(6). The most likely root cause of the reported critical battery alarms can be attributed to communication errors between the controller and battery. The most likely root cause of the reported premature power switching event can be attributed to communication errors and momentary disconnections between the controller and battery. However, the most likely root cause of the reported "beeps" can be attributed to momentary disconnections between the controller and batteries. Possible root causes of the reported communication errors can be attributed to momentary disconnections on the communication pins of the controller, the controller not receiving responses from the battery, and/or due to the packet error checking method detecting bit errors. An internal investigation was completed to investigate momentary disconnections. Additional products: d1: heartware ventricular assist system ¿ battery d4: model #: 1650 / catalog #: 1650 / expiration date: 30-nov-2016 / serial or lot#: (B)(6). UDI #: (B)(4). D10: no h3: yes h4: mfg date: 30-nov-2015 h5: no h6: patient code(s): c76143 h6: device code(s): c63030 h6: FDA method code(s): 4112, 4114 h6: FDA results code(s): 3213 h6: FDA conclusion code(s): 12, 4307 this event was assessed and is being reported as part of a retrospective review of log file data. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Log file review indicated that two batteries exhibited communication errors. One battery remains in use.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The battery was not returned for evaluation. Log file analysis revealed that the controller contained a software with a feature that records whether a power source experienced a communication error or a disconnection within each 15-minute interval. Analysis of data files revealed power switching events due to momentary disconnections and communication errors involving the battery. As a result, the reported power switching event was confirmed. The reported critical battery alarm event was also confirmed via log file analysis which revealed two (2) critical battery alarms due to communication error since (B)(6) 2018. A power source lubrication procedure was performed to mitigate the reported conditions and the battery remains in use. The most likely root cause of the critical battery alarms can be attributed to a communication error between the controller and battery. The most likely root cause of the power switching event can be attributed to communication errors and momentary disconnections between the controller and battery. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.